Event description:
The customer reported via phone call that they had a no delivery alarm while sleeping. The customer's blood glucose was 400 mg/dl at the time of incident. Customer also reported the alarm has persisted since the first occurrence. The customer's cannula was not bent upon removal from the body. The customer's current blood glucose was 270 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.